Manufacturer narrative:
Additional information is provided in section e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic microscope handles had a mechanical movement due to some internal screws being loose. Details of procedure was not reported. There was no patient impact.